Event description:
Device 1 of 2. Reference report 1627487-2015-12164. It was reported the patient experiences overstimulation from the leads. Surgical intervention is planned to address the issue.

Event description:
Device 1 of 2. Reference report 1627487-2015-12164. It was reported the patient's system was explanted.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.